Manufacturer narrative:
The device analysis was completed. Pre-repair temperature testing was performed. The following are the pre-repair temperatures at one minute: angle ¿ 90 degrees f, base ¿ 93 degrees f and distal bearing ¿ 91 degrees f. Pre-repair temperature after five minutes are the following: angle ¿ 109 degrees f, base ¿ 113 degrees f and distal bearings ¿ 115 degrees f. Analysis found that the bearings were corroded and laser markings were worn. The device was repaired, tested to all manufacturing product specifications and returned to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the customer indicating that the device heated up gradually throughout the course of the procedure. The case was completed with another attachment.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned for analysis. Device evaluation anticipated but not yet begun. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility reported that the device was overheating. There was no patient involvement.